Event description:
A malfunction alarm was reported, causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." To address the high blood glucose level, the customer performed a correction injection via multiple daily injections and did not require incapacitating assistance from a third party. Technical support arranged for a replacement pump and instructed the customer to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer was guided on returning the malfunctioning pump to tandem and advised on the steps to follow upon receiving the replacement.